Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred at the start of the patient's treatment and was noted visually in dialysate. Blood leak was also verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.